Event description:
Customer reportedly obtained a result of 72mg/dl on the advantage system and the paramedic's device produced a result of 15mg/dl and 7mg/dl at the same time. Customer was treated with a glucose IV and transported to the hospital. While hospitalized, the customer ate food to treat symptoms. Requested return of suspect system and replacement was sent. Customer was using expired test strips.